Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58, implantable pacing lead, (B)(6) 2001. A 5076-52, implantable pacing lead, (B)(6) 2001. (B)(4).

Event description:
It was reported that the patient experienced a systemic infection. The source of the infection is not known. The implantable pulse generator (ipg) system was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis performed revealed no anomalies were found and no issue was identified that required full analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.